Event description:
High lv thresholds led to premature battery depletion. Lv also exhibited loss of capture after it was reprogrammed to lower output. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).